Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed and unable to recovered. A field service engineer (fse) found that the half height drawer kept failing because it could not open far enough due to faulty rails that were binding and sticking. The drawer was replaced, and after that everything began working correctly. Diagnostics were run, and the customer verified proper operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 continued to fail, everytime user tried to open for dispense or for inventoery the drawer failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.